Event description:
Customer reported the table leg extension is stuck. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the leg extension. System operates as intended.